Manufacturer narrative:
The device is not being returned for eval at this time. If additional info becomes available and the device is returned, a f/u report will be submitted.

Event description:
It was reported that the system 7 sag saw was leaking an unk substance during testing. There was no pt involvement and no adverse consequences associated with the device.